Event description:
A customer reported receiving an alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. Despite this, their blood glucose level did not exceed 500 mg/dl, nor did the cgm read "high," indicating there was no adverse impact on their blood glucose level. The customer resolved the issue by changing the cartridge only and resumed insulin.